Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed analysis of glucose value graph. All alarms were present when glucose values were outside of the threshold range. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the glucose alarm using the adc freestyle libre 2 reader. As a result, the customer had a loss of consciousness, and emergency services were called. A blood glucose test of 37 mg/dl was obtained on an unknown device the customer was provided unspecified third-party medical treatment by the hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "2-3 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the glucose alarm using the adc freestyle libre 2 reader. As a result, the customer had a loss of consciousness, and emergency services were called. A blood glucose test of 37 mg/dl was obtained on an unknown device the customer was provided unspecified third-party medical treatment by the hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.